Event description:
Pt was in for a laparoscopic cholecystectomy, mastectomy and tram flap. During the tram (transverse rectus abdominal muscle) flap, the physician noted a burn on the pt's right breast. Lighted refractor and light source removed from the surgical procedure and sent to biomed.